Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, it is expected to receive this device for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.